Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a failed distal end insulation test due to a chip on the plastic distal end, a dent on the switch box and the scope connector case unit, no color on the air water cylinder and the suction cylinder, loss of water tightness due to damage on the channel tube, the play of the up down knob is out of standard value due to wear of the angle wire, the adhesive on the bending section cover is detached, a scratch on the connecting tube, the distal end is shaved and has residual liquid, wear on the adhesive around the objective lens, and a loss of water tightness and corrosion of the forceps elevator. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope experienced a biopsy channel leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material between the distal end and the server plug-in and a leak from the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can presumed it was due to improper reprocessing. The event can be detected/prevented by handling the device in accordance with the following instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.